Event description:
It was initially reported that the patient was scheduled for generator replacement surgery on (B)(6) 2012 due to generator end of service. The on the date of surgery on (B)(6)2012, it was reported by the surgeon that the patient's surgery was cancelled due to uncontrollable seizures. The patient was hospitalized. Although it was initially reported that the device was at end of service, it was not clarified whether that the uncontrollable seizures was related to the dead battery. Attempts for additional information from the treating neurologist and surgeon have been unsuccessful, as no additional information from the facility will be provided.

Event description:
The patient had generator replacement on (B)(6) 2013. Attempts for product return are irrelevant, as the explanting facility has a policy of keeping the products and not returning to the manufacturer for analysis.